Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) explantation surgery due to urethral injury. The urethral injury occurred during the implantation of the explanted ipp. The patient was also reported to have an infection. All the ipp components were successfully removed. No patient complications were reported during the procedure. It is unknown if the explanted ipp is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.